Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Upon turning the pump back on, the pump date and time were inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown was verified. Additionally, based on the analysis, the alleged time settings issue could not be verified.